Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue, but occlusion recurred. System check with tandem technical support was not able to be completed at time of call; however, multiples attempts were made by technical support to follow up with customer, but no response was received. Customer's blood glucose was 300 mg/dl.